Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion at 5.15 pounds per square inch (psi). The range it should alarm is between 7 and 19 psi for downstream occlusion testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an downstream occlusion at 5.15 psi needs to be between 7psi and 19 psi occurred. A review of the event history log revealed downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream tubing guide gap. The downstream tubing guide gap requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The downstream occlusion alarm was not reproduced during evaluation.